Event description:
It was reported that the implantable cardioverter defibrillator's longevity is less than expected. The device is still in use. No patient complications have been reported as a result of this event. Additional information was later received that the device was removed and replaced.

Event description:
It was reported that the implantable cardioverter defibrillator's longevity is less than expected. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of performance data collected from the device indicates that it reached elective replacement indicator on (B)(6) 2010. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.